Event description:
I used fixodent and polident from approximately 1990 until 2009. While using these products, I have experienced numbness and tingling in my hands and feet. I have had to have multiple surgeries on my hands because my joints are going! I have also had abdominal surgeries because of vomiting and severe pain and unable to keep food down most of the time. Urine has a strong smell. Dose or amount: #1 and #2: 1989; frequency: 2 times daily; dental. Dates of use: 1989 - 2009. Diagnosis or reason for use: keep dentures in.